Manufacturer narrative:
The reported incident that bone hook, sharp was alleged of issue (B)(4) (device deformed) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by too much mechanical force. The visual inspection showed a severe deformation of the front part of the bone hook, which clearly indicates that far too much mechanical force had been applied. The tip as such is still in good shape though. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Resetting trauma tray and noticed dental bone hook was broken at the tip.

Event description:
Resetting trauma tray and noticed dental bone hook was broken at the tip.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.